Manufacturer narrative:
This file was opened in error. The complaint is only on the lead. No complaint on this pacemaker.

Event description:
System explanted due to severe tricuspid regurgitation. Should additional information be received, this file will be updated.